Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure. According to the complainant, the basket "miss functioned." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure. According to the complainant, the basket "miss functioned." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A visual evaluation found the basket partially extended from the sheath, which was torn into two pieces near the black heat shrink. Additionally, the sheath was bent near the distal tip. A functional evaluation found that the drive wire moved freely through the strain relief. The handle cannula was properly placed, and a kink was identified near the proximal end of the drive wire. It was difficult to remove the drive wire assembly from the detached portion of the sheath due to a white powdery residue, which was most likely due to mediglide lubricant, a result of saline solution used during the procedure, or the decontamination fluid used to clean the device. It is highly unlikely that this residue was on the device during the procedure. Based on the analysis, it was determined that the device was unable to open due to the outer sheath tear and drive wire kink. The most probable root cause for this complaint is operational context.